Event description:
Early 80¿s male with history of hypertension, coronary artery disease, type ii db, chronic kidney disease and new onset chest pain with chronic heart failure. Procedure: heart catheterization with balloon angioplasty and stent placement. The balloon would not advance through the guide- when it was removed, it was crumpled. No known harm to patient, delay in treatment. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter) will obtain.